Manufacturer narrative:
Follow-up report submitted to document service evaluation.

Event description:
The manufacturer service technician reported that the device ran on when the brakes did not engage while it was being serviced at the user facility. There were no adverse consequences related to this event.

Event description:
The manufacturer service technician reported that the device ran on when the brakes did not engage while it was being serviced at the user facility. There were no adverse consequences related to this event.